Event description:
During service the pump powered on with failure code 550. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.